Event description:
On (B)(6) 2012, the patient contacted animas and stated that the ok keypad button had a delayed response and required hard presses to elicit a response. The patient reportedly noticed the issue 3 days ago. The patient denied damage to the keypad. It was noted that all of the other keypad buttons including the audio bolus button were working appropriately. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok keypad button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts and the ok key contact was found to be inverted. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.